Event description:
During procedure with turkel catheter which is supposed to be a closed procedure, the catheter leaked. This occurred once before in 6/16/97 and the lot# involved at that time was pulled. This one is a new lot#.

Manufacturer narrative:
Corrections were made based upon add'l info rec'd from the user facility.